Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported the stimulator used to help so much, but the "box on the side" is now able to be seen. There were "so many" broken leads. The patient experienced shocks through their chest. Only 6 out of the 15 "leads" were working and the others were sending shocks through the body. Because the "box" was more pushed out, it was bumped and now probably only one "lead" was working. The patient lived in constant pain. The patient desired to have the issue resolved. The patient outcome was unknown. If additional information is received, a follow-up report will be sent. The indication for therapy was spinal pain.